Manufacturer narrative:
(B)(4). Complaint conclusion: a non-cordis guidewire crossed the lesion and a 155cm. Saber 5mm. X 15cm. Balloon catheter (bc) was delivered to the lesion to perform pre-dilation and then ruptured at 3 atm (three atmospheres). Leakage of contrast media was confirmed. There was no reported patient injury. It was not reported how the procedure was completed, but it was completed successfully. A contralateral approach was made. The target lesion was the superficial femoral artery and was reported to be heavily calcified and moderately tortuous. The rate of stenosis was 90%. Additional information has been received. There was no other product issue noted either at the account or after the procedure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The maximum inflation pressure was 3 atmospheres (atm). The product was removed intact (in one piece) from the patient. The following information was reported as unknown: if the patient had an allergic reaction to the contrast media; how the procedure was completed; the patient¿s medical history; what contrast media was used; the contrast to saline ratio; if the same indeflator was used successfully with other devices; if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve; if there was any resistance/friction while inserting the balloon through the guide catheter; if there was difficulty advancing the balloon catheter through the vessel; if there was difficulty crossing the lesion; if the catheter was ever in an acute bend; if the balloon inflated normally; if the balloon seemed to ¿stick¿ to a stent (if being used for post-dilation); if the balloon re-wrapped properly; if the balloon catheter kinked while being used; if the balloon catheter was removed easily; if there was resistance/friction with other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17336342 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please not that this is the initial/final report for this product.

Event description:
As reported, a non-cordis guidewire crossed the lesion and a 155 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) was delivered to the lesion to perform pre-dilation and then ruptured at 3 atmospheres (atm). Leakage of contrast media was confirmed. There was no reported patient injury. It was not reported how the procedure was completed, but it was completed successfully. A contralateral approach was made. The target lesion was the superficial femoral artery and was reported to be heavily calcified and moderately tortuous. The rate of stenosis was 90%. The product was clinically used and it will not be returned for analysis. Additional information has been received. There was no other product issue noted either at the account or after the procedure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The inflation device used (indeflator/syringe) was an everest. The maximum inflation pressure was 3 atmospheres (atm). The product was removed intact (in one piece) from the patient. The following information was reported as unknown: if the patient had an allergic reaction to the contrast media; how the procedure was completed; the patient¿s medical history; what contrast media was used; the contrast to saline ratio; if the same indeflator was used successfully with other devices; if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve; if there was any resistance/friction while inserting the balloon through the guide catheter; if there was difficulty advancing the balloon catheter through the vessel; if there was difficulty crossing the lesion; if the catheter was ever in an acute bend; if the balloon inflated normally; if the balloon seemed to ¿stick¿ to a stent (if being used for post-dilation); if the balloon re-wrapped properly; if the balloon catheter kinked while being used; if the balloon catheter was removed easily; if there was resistance/friction with other devices.